Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula, and she did not received insulin due to which she experienced high blood glucose level. Therefore, on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 600 mg/dl and she hit her head but it caused no injury to her. She had small ketone level which was not assessed as dangerous/life threatening. Reportedly, the patient stayed for two days in the emergency room. Previously, the patient faced the similar issue with seven infusion sets and started on (B)(6) 2022. She noticed a bent cannula three or more hours after insertion. Further, the patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.